Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure multiple system notices were received indicating that the refrigerant delivery path was obstructed. Also, another system notice was received indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable. The disposables and the console tank were replaced without resolve. The case was eventually aborted due to "continual issues". The patient was under general anesthesia. Service was recommended for the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the field service engineer report (fser) were returned and analyzed. Data files demonstrated a system notice was received indicating that the refrigerant delivery path was obstructed (system notice 50012) as well as a system notice indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable (system notice 50001) and another indicating that the safety system detected a high level of refrigerant flow and stopped the injection (system notice 50030); system notice 50012 occurred at injection three and seven through fifteen. Per the fser, console with serial number (B)(4), failed the inspection due to an unadjusted low pressure regulator (lpr). Adjustment of the lpr resolved the issue. In conclusion, console 106a3 with serial number (B)(4), failed the inspection by the field service engineer due to an unadjusted low pressure regulator. The reported issue does not indicate a console manufacturing related defect. The product issue reported (system notices and ¿pop noise¿) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
The console was serviced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.